Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed with the information provided. Device history record and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient will undergo hip arthroplasty revision due to unknown reasons.